Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse connected the catheter to the pump and ran the unit for a few minutes. The fse could not duplicate the issue. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) was ejecting the catheter during pim use. There was no patient involvement, and no adverse event was reported.